Event description:
Event description guidant received information that this atrial lead, exhibited noise with manipulaiton and triggered a lead safety switch to occur. It was suspected that the lead's insulation was compromised.